Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow-up with the customer she indicated that the sparks were coming from the prongs of the device. The cord was plugged into the wall, there was no melting of any kind noticed and the exposed wires were from the cord housing splitting apart. The customer indicated that she did not witness any smoke or fire and there were no sustained injuries from the result of the issue. The product involved in the complaint was returned and evaluated. The housing breached, which is a safety risk. . This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers ar being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.82 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.56 ohms, which is not normal and indicates that the thermal fuse did blow.

Event description:
Customer called in to report that her pump in style transformer was sparking; however, she is not sure exactly where sparking came from. She also indicated that the adapter housing was falling apart. No injuries.